Manufacturer narrative:
(B) (4)

Event description:
Info received indicates the head drive intermittently drifts down slowly.

Event description:
Per the clinic, the patient reported experiencing pain with use of the device. The results of an integrity test indicated normal receiver stimulator function with multiple electrode array anomalies. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).